Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged three weeks following iol implant surgery due to the pt was noted to have anterior basement membrane dystrophy (abmd). The "abmd associated with rapid tear evaporation could be a contributing factor to the pt's decreased visual acuity." Additional info was received from the surgeon, who indicated the pt had corneal edema following the iol exchange and was treated with medications. In the surgeon's opinion, the iol did not cause the event.